Event description:
It was reported that the patient came in for the follow up and the device was reached at elective replacement indicator (eri). It was noted that the device did not reach the estimated longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery voltage - battery depletion indicated elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt is less than or equals 2.62 volt. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(4) 2012. There is one patient alert for low battery voltage on (B)(4) 2012 02:15:08. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.